Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced multiple, intermittent occlusion alarms. The customer's blood glucose levels were not impacted. The customer changed their infusion set site multiple times, tubing and cartridge. An additional occlusion alarm was received the following day. A system check was performed, insulin was observed exiting the infusion set tubing and hairline cracks were observed on the cartridge. The customer declined to remove their infusion set site as they did not believe it was a site issue. Reportedly, the customer wears their pump against their skin. Tandem technical support shipped the customer a case for the pump to prevent temperature changes. The customer was to change their infusion set site and cartridge to resolve the current occlusion alarm.